Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent moved on the balloon and stent damage was noticed. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). After pre-dilatation, the 3.5x28mm taxus express2 stent delivery system (sds) was advanced to the lesion but was unable to cross the proximal rca. The physician tried several times but the sds could not cross. The sds was removed from inside the pt and the physician noticed the stent moved on the balloon and the strut lifted up. The procedure was completed with a different device. No pt injuries or complications were reported during the procedure. The pt condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specs prior to shipment. The most probable root cause is considered operational context.